Event description:
It was reported that during a da vinci s radical prostatectomy surgical procedure, the monopolar curved scissors instrument stopped working. The account also indicated that this was the third procedural use of this instrument. The planned surgical procedure was completed with another instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering placed the instrument on a da vinci s test sys. Sys recognition passed. The test sys also showed zero uses remaining, indicating that the instrument had expired. Engineering also observed the instrument's main tube had a 6 inch long section, directly above the tube extension, missing material around its perimeter. Wear pattern is similar to cannula related tube abrasions. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd.